Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient expected the ins to last at least 2 years but it only lasted 5 months; they did mention the patient had high settings. They were still suffering from the surgery on 2017 (B)(6). They stated that they took the old ins and moved it from their back right hip area to the front of the right hip. They also reported that it would hurt when they would roll onto it because it was so big. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw an eos message. The patient's device is off/disabled and is no longer providing therapy. The caller stated that their stimulation stopped overnight, and they were seeing a warning "call your doctor" screen with the eos code. The patient was dissatisfied with the length of time the device lasted as they were told the device would last 5- 7 years. The caller stated that it has only been 5 months. The variables for how long the device will last was reviewed. The difference between rechargeable and prime cell batteries was reviewed. No further complications were reported or anticipated.